Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, an angiogram confirmed a flow limiting dissection below the sheath insertion site (right common femoral artery-via cut down) and just above the bifurcation of the right common and sfa/profunda. A 6fr sheath was placed into the right common via contra-lateral access from the left common femoral. Following crossing of the dissection with a bmw wire, a pta was performed using a 5.0mm x 20mm opti-pro balloon resulting in improved flow down the vessel. A second balloon inflation was performed and the vessel was then totally occluded. Next, the physicians elected to open the vessel and de-bulk the dissection and perform a patch graft to the vessel. Following surgical repair the patient had an angiogram which showed a patent vessel free of dissection. Per physician, the patient was in stable condition following the additional procedure. No blood products were administered. Through additional investigation of the event it was indicated there were no issues noted with the device during prep. There was no difficulty encountered during insertion or removal of the dilators or the sheath. The sheath in this case did not malfunction. The surgical cutdown of the access vessel is performed on all patients undergoing tavr by this team of doctors. A closure device/s was not used.

Manufacturer narrative:
The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of device. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter for the vessel was (8.4mm) and the vessel was mildly calcified. It is possible that patient factors (borderline vessel size along with calcification and/or tortuosity not appreciable on imaging) along with procedural considerations (surgical cutdown of access vessel) contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required.